Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed, and a 24mm watchman flx laa closure device with delivery system was selected to be used. During the tug test of the closure device, the physician noticed some resistance. The physician stated that the knob of the core wire was not returning to its initial position, preventing him from proceeding as usual. Partial recapture was attempted several times, under the assumption that the positioning might be incorrect. However, the same issue persisted, resulting in a failed tug test. The physician decided to remove the closure device. Upon removing the closure device with delivery system, the physician noted that one of the three folds at the top of the delivery system was inverted inward, and there was a kink in the middle part of the delivery system. A new closure device with delivery system was then used and implanted safely.